Event description:
It was reported there were coupling and communication issues with the recharger. Company representative indicated, patient had not recharged implant in several months and an overdischarge was suspected. It was recommended that a physician mode recharge be performed to rejuvenate the battery prior to a scheduled lead revision. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).